Manufacturer narrative:
The service center confirmed that the display has missing segments. The lcd display was replaced.

Event description:
It was reported to covidien (B)(4) service ctr that this unit had missing display segments in the pulse reading window. There was no pt involvement.